Event description:
Patient stated that her v-go fell off, when she was at home on (B)(6) 2019. Patient stated that she felt discomfort with the needle because the v-go was moving before it fell off. Patient said she worn the v-go in the abdomen.